Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the staple line was improper. The doctor indicated that the first stroke of the firing felt too hard. Then he checked and found that the staples were partially malformed. The doctor also commented that there was difficulty in opening the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.